Event description:
Kimberly-clark received a report stating, "peg placement: (B)(6), 2011 - after a fundoplication. Bowel very slow. Treatment: antibiotic: erythromycin at prokinetic dosis (erythrocin) - stomach protection: ranitidine (zantac) replaced by omeprazole (losec) - after placement pain treatment during 3 days: ketorolac (taradyl) and tramadol (contramal). Echography (control) on (B)(6): normal. (B)(6), bumper is not visualized in the stomach, migrated to peritoneum. No feeding administered, no infection. Peg tube was removed and a surgical gastrostomy was created in which a mic-key g-tube was placed." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
Review of the device history record for the identified product lot confirmed that the product met manufacturing specifications. According to the reporting site, the affected product was discarded following removal, so it was not returned to kimberly-clark for analysis. The reporting site returned a sample consisting of an unopened package of a device from the same product lot as the device involved in this incident. The unused sample was evaluated by visual inspection, dimensional measurements, and measurement of peg tube retention strength. Results of these evaluations identified no device anomaly that may have contributed to the reported event. The root cause for this incident could not be determined. Information from this incident has been included within the complaint and MDR systems. Ongoing analyses of complaint and MDR trend information are used to identify if additional investigations or actions are warranted. Sample from the same lot number was returned and evaluated.